Event description:
Middle-aged female with recent fall, hitting head. CT of head: large left temporal intracranial hemorrhage, l subdural hematoma and l sided subarachnoid hemorrhage. Procedure: l frontotemporal craniotomy for evacuation of hematoma and right sided ventriculostomy placement with bone flap left off. During the surgery, the drill bit did not stop at the soft tissue while being used on the skull to create bur holes. "The bit plunged into the brain" per surgeon. No immediate known harm. Manufacturer response for drills, burrs, trephines accessories (compound, powered), easydrill cranial perforator ø14 x ø11 x 3mm (per site reporter). Will review.